Manufacturer narrative:
The oad was received at csi for analysis, with the viperwire guide wire engaged. Visual examination confirmed the fracture on the driveshaft, located on the proximal edge of the crown. There was no damage observed with the guide wire. The damaged driveshaft section was removed and a guide wire was inserted into the oad handle. When tested for functionality the oad spun on all speeds and was powered on and off numerous times, without any issues observed. Driveshaft flexing at the weld location can initiate a fatigue failure and scanning electron microscopy analysis identified fatigue at the site of the driveshaft fracture. At the conclusion of the device analysis, the reported event was confirmed. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause was undetermined. The diamondback coronary orbital atherectomy system instructions for use states, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was selected for treatment of a severely calcified and 95% stenosed lesion, located in left main artery and extending into the circumflex artery. Access was obtained with the radial approach. Treatment was administered for 5 passes in a 90-100-degree bend, with no issues observed. On the sixth treatment pass, imaging revealed the nose of the oad fractured on the proximal side of the crown. Upon removal the fragment remained on the viperwire and there was nothing left in the patient. The procedure was completed with balloon angioplasty and stent placement. The patient remained hemodynamically stable throughout the procedure.